Event description:
It was reported that this electrode exhibited a high, out of range impedance measurement for this subcutaneous implantable cardioverter defibrillator (s-ICD) system. At this time, the system remains in service. No adverse patient effects were reported.